Event description:
Physician reported that a patient presented with low impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant card was received indicating that the patient's generator was replaced due to low impedance. The suspect product (lead) remains implanted. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
Explant date received and explanted devices available for return, though have not been received to date. No other relevant information has been received to date.